Event description:
It was reported that there was an issue with the product packaging resulting in the blade falling onto the floor. It was further reported that a second blade was available and the surgical procedure was successfully completed. No adverse consequences were reported.

Manufacturer narrative:
It can be confirmed from visual inspection that product packaging is damaged.